Event description:
The physician was doing pci in a calcified proximal lad lesion. The de novo lesion also had some tortuousity. The lesion was not pre-dilated and the stent did not cross the lesion. They could not pull it back into the guiding catheter. While trying to remove the entire system, the stent got caught on the edge of the sheath and came off the delivery system. It was retrieved by snare. The stent was flared on both edges when retrieved. Another product of the same size was used to finish the procedure. A total of four stents were placed after the dislodgement. The product is being returned with the wire and the snare.